Event description:
Bayer case number: (B)(4) lumbago [lumbago] , acute joint pain [joint pain] , recurring cystitis (11 episodes a year) [cystitis] , tendinitis of the heel [achilles tendinitis] , tendinitis of the knee [tendinitis] , tendinitis of the shoulder [shoulder tendinitis] , brain fog [brain fog] , insomnia every night due to the pain [insomnia] , severely disturbed sleep [sleep disturbance] , impossible to work full time [impaired work ability] , aponeurositis [aponeurositis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbago") in a 47-year-old female patient who had essure (ess205) inserted (lot no. 621808) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, 2553 days after essure (ess205) insertion, she experienced back pain (seriousness criterion medically important), arthralgia ("acute joint pain"), cystitis ("recurring cystitis (11 episodes a year)"), achilles tendinitis ("tendinitis of the heel"), tendinitis ("tendinitis of the knee"), rotator cuff syndrome ("tendinitis of the shoulder"), brain fog ("brain fog"), insomnia ("insomnia every night due to the pain"), sleep disorder ("severely disturbed sleep"), impaired work ability ("impossible to work full time") and fasciitis ("aponeurositis"). At the time of the report, the arthralgia, cystitis, brain fog, insomnia, sleep disorder and impaired work ability had not resolved. The outcomes for back pain, achilles tendinitis, tendinitis, rotator cuff syndrome and fasciitis were unknown. No causality assessment was received for essure (ess205) with regard to arthralgia, cystitis, achilles tendinitis, tendinitis, rotator cuff syndrome, brain fog, back pain, insomnia, sleep disorder, impaired work ability or fasciitis. The reporter commented: about 7 years after the implants were placed, I (female) started to suffer from very intense joint pain, lumbago, and recurring tendinitis (arm, shoulder, knee, aponeurositis) and recurring cystitis (approximately 11 episodes a year). After several medical examinations came back normal, no one is able to tell me why I am suffering from all these ailments. For the past few years, the pain has worsened even more, with insomnia every night due to the pain. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] (date unknown): normal. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Lumbago [lumbago]. Acute joint pain [joint pain]. Recurring cystitis (11 episodes a year) [cystitis]. Tendinitis of the heel [achilles tendinitis]. Tendinitis of the knee [tendinitis]. Tendinitis of the shoulder [shoulder tendinitis]. Brain fog [brain fog]. Insomnia every night due to the pain [insomnia]. Severely disturbed sleep [sleep disturbance]. Impossible to work full time [impaired work ability]. Aponeurositis [aponeurositis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2026. The most recent information was received on 24-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbago") in a 47-year-old female patient who had essure (ess205) inserted (lot no. 621808) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, 2553 days after essure (ess205) insertion, she experienced back pain (seriousness criterion medically important), arthralgia ("acute joint pain"), cystitis ("recurring cystitis (11 episodes a year)"), achilles tendinitis ("tendinitis of the heel"), tendinitis ("tendinitis of the knee"), rotator cuff syndrome ("tendinitis of the shoulder"), brain fog ("brain fog"), insomnia ("insomnia every night due to the pain"), sleep disorder ("severely disturbed sleep"), impaired work ability ("impossible to work full time") and fasciitis ("aponeurositis"). At the time of the report, the arthralgia, cystitis, brain fog, insomnia, sleep disorder and impaired work ability had not resolved. The outcomes for back pain, achilles tendinitis, tendinitis, rotator cuff syndrome and fasciitis were unknown. No causality assessment was received for essure (ess205) with regard to arthralgia, cystitis, achilles tendinitis, tendinitis, rotator cuff syndrome, brain fog, back pain, insomnia, sleep disorder, impaired work ability or fasciitis. The reporter commented: about 7 years after the implants were placed, I (female) started to suffer from very intense joint pain, lumbago, and recurring tendinitis. (Arm, shoulder, knee, aponeurositis) and recurring cystitis (approximately 11 episodes a year). After several medical examinations came back normal, no one is able to tell me why I am suffering from all these ailments. For the past few years, the pain has worsened even more, with insomnia every night due to the pain. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] (date unknown): normal. Batch number- 621808; manufacture date- 31-dec-2006; expiration date- 30-nov-2008. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.